Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, yes(3twisted9goo; staples in nose, no; staples in the track, 1-misaligned and trigger engaged with precock, yes; functional tests & results: cycled instrument, no. Analysis conclusion: based on the inquiry info rec'd and the visual examination, it was concluded that the reported "device jammed after the eleventh staple" during surgery was due to misaligned and twisted staples in the cartridge and nose. No conclusion could be reached as to how the staples had become misaligned and twisted. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed after the eleventh staple was fired. There was no pt consequence.